Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effects of tissue damage and mitral regurgitation (mr) cannot be determined. The reported patient effects of tissue damage and mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however was unable to grasp the leaflets therefore the cds was removed. Two clips were implanted however the mr was unable to be reduced and remained at 4+. It is possible the leaflet was damaged however was unable to be confirmed. Another cds was advanced and the leaflets grasped however the mean pressure gradient increased to 10-12mmhg. The clip was not implanted and the cds removed. The procedure was completed with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.